Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a leak a connection site with a bd nexiva closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: after 1 day used, drug leaked from the connection. Connected device was disposed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph provided. Bd received one 24ga nexiva catheter-adapter extension set with no packaging material. Through the visual/microscopic evaluation, a crack in the straight adapter was observed which ran linear with the unit. The crack transposed into the inside of the adapter. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that there was a leak a connection site with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: after 1 day used, drug leaked from the connection. Connected device was disposed.